Event description:
While doing abdominal hysterectomy tip of allis forcep broke off. Portable x-ray of pelvis taken with negative results. Tip was later found outside the pelvis before closing the abdomen.